Event description:
Per the clinic, the patient experienced pain, inconsistent noise which causes headache, atypical sound percept and poor speech understanding with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient was prescribed with cortisone treatment (specific type, date and duration not reported) and the pain managed to be reduced. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.